Event description:
It was reported that the patient's pump was replaced due to a motor stall without recovery. The patient noted a critical alarm occurring on (B)(6) 2012 at 2205, which was confirmed later by telemetry. The critical alarm was due to a motor stall without recovery. The reporter denied any exposure to electromagnetic interference or magnetic interaction. At that initial alarm period, the patient was having "no increased symptoms". It was later reported that the patient's pump was replaced (B)(6) 2012, and that the patient experienced increased spasticity due to the event. Following the procedure, as of (B)(6) 2012, the patient had "returned to baseline status" and was "doing well". The outcome was reported as "no injury/no adverse event". The medication in the pump was morphine and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
Final analysis of the pump found pump motor gear train anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.